Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is pending. The investigation is currently in progress. Not returned.

Event description:
It was reported that the balloon ruptured. The device was stored, handled and prepped according to the IFU. There was no difficulty removing the device from the packaging and no difficulty removing the balloon sleeve or stylet. The target lesion was the bk. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The complaint device was inserted after a guidewire crossed the lesion. It is unknown if there was difficulty advancing the device. The device was inflated however the balloon ruptured at 4atm. The device was removed in one piece from the patient. It is unknown if the inflation device used was successfully used with other devices. It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury.

Manufacturer narrative:
The device has been received and based on the evaluation of the device this event is no longer determined to be reportable. This is based on the findings from the evaluation where a longitudinal rupture was identified in the balloon. A longitudinal rupture is not known to have caused or contributed to any injury and there is no history of this type of failure being reported. Therefore this complaint is now determined to be not reportable.